Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose after changing insulin pump supplies, and a leak was observed at the infusion site connector; the user had been filling the cartridge with 200 units and was advised that overfilling could cause leakage, after which another supply change without leakage was performed and glucose levels returned toward the normal range. Symptoms included hyperglycemia with moderate ketones. Outcomes included approximately seven hours of elevated glucose and the need for three manual insulin injections totaling 25 units, without hospitalization or professional medical intervention. Investigation included remote troubleshooting and user education regarding proper cartridge fill volume and inspection for leaks. Investigation of this case revealed a leak at the infusion set connector consistent with use-related overfill leading to fluid leakage and resultant under-delivery of insulin. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to cartridge overfilling and an associated connection leak.